Event description:
A consumer reported that following the use of this product she experienced a "reaction of flushing the eyes, watery eyes, darkening of the eyelids and swelling of airways". Additional information was received from the consumer, who reported she consulted an emergency physician who administered a steroid injection and prescribed a medication. She stated she is now using another multi-purpose solution and her symptoms resolved.

Manufacturer narrative:
Evaluation summary: one open carton and bottle were returned. The bottle of solution was nearly full. The solution had typical color, clarity and odor. No other anomalies observed. The reported lot code represents the final packaging kit lot 206036f. The complaint history was reviewed and there were no other complaints reported of this nature. The associated lots packaged into the kit were reviewed and there were no other complaints reported of this nature. Review of the compounding, filling and packaging manufacturing batch records (mbrs) show them to be acceptable. A review of the available stability data for puremoist formula, currently enrolled in the stability program, was conducted and all lots remain within specification. The chemistry and microbial finished product results were reviewed and found to be acceptable. The environmental, utility, bioburden, and sanitization records were reviewed and found to be acceptable. Incoming component qa inspection testing results were reviewed and found to be acceptable. This lot met all release criteria prior to product release. No root cause could be determined. (B)(4).